Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient. The patient reported that they felt very sore from the procedure. Additional information was received from the patient on 2017-jun-18. The patient reported that the advanced evaluation procedure damaged their false tooth and that they had a blister on their lip. Additional information was received from the patient on 2017-jun-19. The patient reported that they had not had a bowel movement. Additional information was received from the patient on 2017-jun-20. The patient reported that they had constipation the day before report and noted that they were taking antibiotics which may have been the cause of the constipation. Additional information was received from the patient on 2017-jun-26. The patient reported that they had pain in their back that ran down their hip. The patient noted that they took pain medications which alleviated the pain. The patient decreased stimulation from 2.5 to 2.0 where they felt better. The patient was advised to follow up with a healthcare professional (hcp) regarding the pain. Additional information was received from the patient on 2017-jul-01. The patient reported that the external neurostimulator (ens) battery was low and noted that it was premature battery depletion. No further complications were reported or were expected.